Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to water and noticed that it was not turned on. The customer's blood glucose value was 190 mg/dl. The customer reported that the keypad was unresponsive. The customer reported that was crack near the battery compartment. The customer was advised that the insulin pump will need to be replaced and advised customer refer to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Pump received with cracked battery tube threads.